Event description:
It was reported that the patient presented for in clinic follow-up device interrogation revealed loss of capture due to high thresholds on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
New information received noted that low pacing impedance was noted on the rv lead. Additionally, the decreased sensing in the rv lead had resulted in under-sensing. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that a re-occurrence of loss of capture was noted. Additionally, the rv lead exhibited decreased impedance and sensing. On (B)(6) 2026, the physician elected to cap and replaced the rv lead.